Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13587. It was reported that the patient presented to the clinic for a device upgrade. Prior to the procedure, the physician noted the right atrial (ra) and right ventricular (rv) leads had an episode of noise. The patient was asymptomatic. The physician elected to explant and replace both the ra and rv lead. The patient was stable throughout.